Manufacturer narrative:
This report is submitted on 10 march 2020.

Event description:
Per the clinic, it was reported that due to pain the internal magnet was removed on (B)(6) 2020 in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, which remains insitu. No other event or complications which may have contributed to the decision to convert the patient were reported.